Manufacturer narrative:
The insulin pump alarm had motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The device had scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 196 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.